Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the transfer set and patient line of the amia cassette; further described as "could not disconnect from amia cycler." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set dark blue female connector was connected and disconnected from the returned amia connector by hand with no issues observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.